Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: it is unknown if a drill guide was used when drilling into the bone. A drill bit fracture can be caused by one or more of the following: excessive force applied during usage; continued operation of the drill after it was stuck against hard material; rapid reversal of direction of rotation when the device is stuck; excessive bending; device wear due to usage with time; and/or low speed / high torque of operation. Based on the information provided, a definitive cause for these fractures cannot be determined with certainty. Evaluation: as returned, both drill bits are fractured in the fluted portion at least one inch from the tip. Both exhibit heavy gouges on the flutes. Dimensional measurements were found to be within specification for both drill bits. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.

Event description:
It was reported that the drill bits broke in half during use.